Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that received several failed battery test alarms. The customer's blood glucose was unknown at the time of incident. The customer stated that the battery compartment and spring were neither damaged nor corroded. The customer stated that the battery cap contacts were not missing or damaged. The customer was advised to clean the battery cap contacts with a cotton swab and alcohol. The customer was unable to complete troubleshooting at the time of call. The insulin pump will not be returned for analysis.